Event description:
Indication: other neutropenia, systemic involvement of connective tissue, unspecified, nonfamilial hypogammaglobulinemia. Pt stated pump malfunctioned at the start of infusion it doesn't slow down just pushes medicine all the way through until the point it pops out and it pulls at needle in stomach. Unknown when pt stopped using this pump. No further information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Needles tugged at skin unk. If yes, was any medical intervention provided? New freedom 60 pump was sent to pt; is the actual device available for investigation? Yes; it was returned to cvs specialty in pump return box. Did we replace the device? Yes; did the pt have a backup device they were able to switch to? No; reported to (B)(6) by pt/caregiver.